Event description:
It was reported that upon removal of the epidural catheter, the catheter "sheared off"and what was left was the unraveled metal coil. The patient was sent to fluoro to see if they could see any remnants of the catheter or metal coil in the patient. It was determined that there was no metal coil in the patient, and if any part of the catheter was left, it could not bee seen. It was decided to do nothing, and if any catheter remained in the patient, to leave it. The event occurred in the ob department and the insertion site was the epidural of a female patient weighing (B)(6) lbs. There was no attempt at another procedure. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).